Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Remote service engineer (rse) confirmed that report remotely and found system does not turn on. The field service engineer (fse) visited the site and found that system booting up with an automatic disk check screen, the input voltage to the controller was correct, the output voltage was not within the expected range. Fse found hard drive issue that might be causing the hard shutdown. To resolve the issue, fse pressed the disk integrity repair button and cleaned the disk selection. After cleaning the hdd, the system was working as intended. The codes were updated based on the investigation outcome.